Manufacturer narrative:
H11. Additional narrative the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 21mm 11500aj aortic valve underwent a valve-in-valve procedure after an implant duration of approximately five (5) years due to an increased gradient and severe aortic stenosis. The patient presented with dyspnea and heart failure related to valvular disease. The valve-in-valve procedure with a non-edwards self-expanding transcatheter valve was performed.